Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, (B)(6) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tube was under filling with a bd vacutainer® 9nc 0.109m plus blood collection tubes. This occurred on 20 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: citrate tube underfilling by 1/2 cm from minimum fill line.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tube was under filling with a bd vacutainer® 9nc 0.109m plus blood collection tubes. This occurred on 20 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: citrate tube underfilling by 1/2 cm from minimum fill line.